Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with 95% stenosis, moderate calcification and moderate tortuosity. The 3.0x28 xience sierra stent delivery system (sds) failed to cross due to the anatomy. Upon removal of the sds, the proximal edge of the stent was noted to be flared and there was resistance during removal since stent got stuck in the guiding catheter. However, the sds was removed independently. Another 2.75x33mm xience sierra stent with guiding extension was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the moderately calcified, moderately tortuous, 95% stenosed lesion during advancement, contributing to the reported failure to advance. Further interaction with the challenging anatomy and guide catheter during retraction of the device, as resistance was noted, likely caused the reported material deformation (proximal stent damage), ultimately contributing to the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.